Manufacturer narrative:
The customer performs their own maintenance on this device, and the customer's initial findings show a broken case moulding around the battery contact. The customer returned the device to spacelabs ltd in (B)(6) for a service repair estimate. Findings show that the battery overheating and smoke coming from the battery compartment of this 7 year old device was due to a battery short caused by a damaged battery contact. The customer declined device repair. This report is considered final and the issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a patient was wearing an ambulatory blood pressure (abp) monitor when the battery compartment began to smoke. No one was injured as a result of this event.